Event description:
Related manufacturer reference number: 1627487-2024-00669. It was reported that following a fall patient experienced ineffective therapy, both patients leads had high impedances and patient was unable to enter MRI mode. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.